Event description:
It was reported that the tip broke off of the universal nakagawa serrated knife during the course of procedure. A piece of the tip fell into the surgical site and was able to be removed using forceps. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that the tip broke off of the universal nakagawa serrated knife during the course of procedure. A piece of the tip fell into the surgical site and was able to be removed using forceps. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of the tip breaking was confirmed during service evaluation. The knife tip can break due to excessive force being applied on it during surgery or if any twisting motion is applied to the tip such as prying during surgery.